Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the vertek arm for the navigation system was loose and would not fully tighten. The site used a second vertek arm to complete the procedure. There was a reported delay to the procedure of less than five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.